Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms in bipolar configuration. Normal measurements were noted in unipolar lv tip to can configuration. A revision procedure was attempted, however, the physician could not gain venous access so the procedure was aborted. Another procedure will most likely be scheduled to replace this lead. No adverse patient effects were reported.